Event description:
The customer reported via email ,the tube was presenting a low pressure cuff and that a hole in the cuff was observed. No further details provided. Covidien is attempting to collect further details surrounding circumstances of this report.

Manufacturer narrative:
Covidien cts reference number (B)(4). The sample associated to this report is expected to be returned for analysis.